Event description:
The customer reported that this device would not power up under certain temperature conditions.

Manufacturer narrative:
The customer reported that this device would not power up under certain temperature conditions. We are considering this as a malfunction based on the customer report only. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.